Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guidance ptcd drainage procedure using navarre drainage catheter. Right after the drainage was completed, leakage was observed at the suture hole, which was traced to an issue with the suture of the locking device. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided. The photo shows product package in which product details was mentioned and verified with tw details. No visual anomalies were noted in the provided photo. Therefore, the investigation is inconclusive for the reported fluid leak issue as the provided photo was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guidance ptcd drainage procedure using navarre drainage catheter. Right after the drainage was completed, leakage was observed at the suture hole, which was traced to an issue with the suture of the locking device. The procedure was completed using another device. There was no reported patient injury.